Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was damaged. Additionally, it was reported that the cartridge was leaking at the septum. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was in the 130s mg/dl range.